Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a vertebral augmentation [kyphoplasty] post-procedure, the tip of the navigating osteotome detached within the patient's vertebral body. The first level augmentation was successful. During the second level augmentation the physician noticed that the osteotome would not articulate. After a few minutes of manipulation, the device was successfully removed however, the physician noted that the tip had detached within the patient. The tip was not retrieved from the patient's vertebral body. Fluoroscopy demonstrated that the broken tip was wedged within a vertebral pedicle. The physician did not want to attempt a pedicle plasty. The patient was discharged without additional consequences. The physician will continue to monitor.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to use error. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.